Event description:
An operating room director reported that the handpiece heated up during the sculpting phase of a cataract with intraocular lens implant procedure resulting in a thermal injury to the patient. Suture was used to close the wound. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).